Manufacturer narrative:
No product was returned so no further evaluation could be performed. The reporter stated that the surgeon wanted to open the foramen more. The larger implant provided more decompression of the nerve root. There was no device failure noted by the surgeon.

Event description:
The patient underwent a revision surgery at l4-l5. An interspinous fixation device was removed from the patient to allow the surgeon to revisit the site to further decompress. It was noted by the reporter that the device removed showed no damage. The surgeon replaced the device with a larger implant to provide more decompression of the nerve root.